Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a four level unilateral lumbar ablation procedure, a patient burn occurred. The grounding pad was placed on the side of the right flank with no skin preparation performed prior to pad placement. Images received indicate the patient was lightly hairy at the grounding pad site. When the grounding pad was removed, a superficial burn was noted at the site, which was then monitored. The burn blistered and the patient is currently being followed by a plastic surgeon for treatment. There were no performance issues with any sjm device during the procedure.